Manufacturer narrative:
A review of the two-year product complaint history indicated similar events being reported in the past, although rare. Root cause is indeterminable, it may be that the vad was used in a manner contrary to indicated use. Past investigation analysis has indicated that the cup assembly pull-off force had continuously exceeded the established 41lbs on the subassembly print. A formal analysis could not be performed due to the affected device not being returned. However, if the affected device is returned in the future, the complaint may be reopened and addressed as needed. The assembly process was reviewed, and it was confirmed that no alterations or changes were made. A review of the work order DHR indicated that all process steps were performed with acceptance and did not indicate any abnormality.

Event description:
The cup was ruptured during vacuum delivery operation. 1216677-2019-00107-1 mityvac m-style cup-uvr 10015lp (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
The cup was ruptured during vacuum delivery operation.